Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The manufacturer date for this electrode is august 13, 2015.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system experienced an infection at the xiphoid incision site. Intravenous antibiotics were administered to the patient; however, the infection persisted. As a result, the s-ICD system was explanted. No additional adverse patient effects were reported. A new system will be implanted once the patient's infection is resolved.